Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro was giving inaccurately high readings, compared to another meter. No specific data was provided. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.